Event description:
Patient provided the serial number of the recharger.

Manufacturer narrative:
The recharger with model 97755 and serial# (B)(6). The serial number of the recharger is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller called back on (B)(6) 2025 stated that they received the replacement controller but it is not working to charge their implant. Caller stated that they are using the old controller to recharge. Agent asked the caller to remove the battery to the old controller and insert it to the replacement controller. Agent had the caller blow air into controller charging port and wipe the recharger pins to clear dust. Caller then connected the recharger into the controller. Caller confirmed seeing recharging excellent and seeing 100% on the controller and 50% on the implant. Agent reviewed controller is working as intended and advised to call us back if issue persist.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that over the weekend they found the ins wasn't charging up all the way and today they have been trying to charge ins for 3 hours and its only gone up 10 percent, even with excellent quality. Rtm cord looks intact but gets very hot. They said the controller itself also gets hot, and it got so hot that it made the screen crack. A request was sent to the repair department to replace the device.